Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer does not want to return the reservoir for analysis. The customer also reports physical damage on the pump but does not know how it occurred or specified what kind of damage. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.